Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented with micro perforation. Increased rv capture threshold and decreased lead impedance were observed. The lead repositioning failed due to helix retraction issue. The lead was explanted and replaced. The patient has (B)(6) and the lead will not be returned. The patient was stable.